Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. The devices were given to the pt following surgery. Unable to determine the cause of the event.

Event description:
Date of implant: in 2006, it was reported that a pt underwent a revision surgery secondary to an "l3 screw that migrated laterally" causing the pt to complain of lbp and radicular pain. While in surgery, the surgeon noticed that the l5-s1 "setscrew had backed out". Physician removed and replaced the hardware. No pt complications were reported.